Manufacturer narrative:
Additional information provided in d.9. , h.3. , h.6. And h.11. Only the used device was returned. The lens stop and plunger lock were removed. The plunger was oriented correctly. Viscoelastic was observed in the cartridge. The plunger was retracted into the loading area. The lens was not returned. Product history records were reviewed and documentation indicated the product met release criteria. A qualified viscoelastic was used. The root cause cannot be determined for the reported complaint of lens jammed. Only the used device was returned. The plunger was retracted into the loading area. The condition of lens jammed was not observed. Due to the absence of the lens from the used device, it cannot be confirmed from the product evaluation if the reported delivery difficulty of lens jammed occurred. Lens may become stuck in the device if the operating room temperature is too high (> 23 degree celsius / 73 degree fahrenheit) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. File will be reopened if new information is provided. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A healthcare professional reported that during an intraocular lens (iol) implant procedure, the lens was implanted into the eye when the doctor was positioning the lens and noticed a scratch. The lens was removed. The second and third lens were jammed in the cartridge. The fourth lens was implanted successfully.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H10 reflects all related report numbers associated with this product event that have been submitted at this time.